Event description:
Literature was reviewed regarding long term management of atrial arrhythmias in young patients with sick sinus syndrome undergoing early operation to correct congenital heart disease. The authors described three patient deaths; the cause of the deaths was congestive heart failure (chf). There were patients who were hospitalized due to atrial tachyarrhythmia (at) episodes with some due to inappropriate detections for atrial lead noise and/or far field r-wave (ffrw) oversensing. In one patient, atrial lead noise induced inappropriate at detection that resulted in antitachycardia pacing (atp) delivery. Several at episodes were not treated owing to atrial undersensing or 1:1 atrioventricular (av) conduction. In two patients, at episodes conducted one-to-one via the av node were inappropriately classified as ventricular tachycardia (vt) by the device. No adjustment of pacing or sensing was necessary. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/17 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: long term management of atrial arrhythmias in young patients with sick sinus syndrome undergoing early operation to correct congenital heart disease. Europace. 2006. 8, 488¿494. Doi: 10.1093/europace/eul069. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.